Event description:
It was reported that the patient's ipg had become inoperable. No further information is available at this time.

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. Initial reporter phone number:(B)(6).

Event description:
Additional information received indicates that troubleshooting was unable to resolve the issue. The patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The reported observation of an inability to establish communication between the device and the clinician programmer or patient controller was confirmed. The root cause of the reported observation was due to the device being programmed to MRI mode at the time of the session report implant date. No programs were noted as received. If a device is placed in MRI mode and a loss of pairing/bonding occurs or the previous bond has been deleted, any follow up attempts to communicate or pair between a ipg and programmer or controller will be unsuccessful. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.